Event description:
It was reported that during a cranial procedure, the perforator bit tore the dura. It was also reported there was a 5 minute delay to the procedure. It was further reported that the dura was repaired and the procedure was completed.

Manufacturer narrative:
The perforator bit subject to this MDR was returned for eval. The returned bit was inspected for mfg defects to the cutting edge and flute geometry. No defects were found. No excessive wear was noted that would not have been anticipated. Lot number info has not been provided to permit further investigation. The root cause is undetermined.